Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/10/2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted. Healthcare professional later reported "pericapsular inflammation" and malposition.

Event description:
Healthcare professional additionally reported "left side capsular contracture baker grade IV¿, ¿implant malposition¿, ¿there was significant pericapsular inflammation¿. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Additional observations: no other observation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted. Healthcare professional later reported "pericapsular inflammation" and malposition.